Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The device was not returned to hospira for testing and investigation; therefore attribution of the issue to the device could not be determined. This report is being made as part of a retrospective review. No further testing or investigation will be performed. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported sparks were noted from the male end of the ac power cord plug. On an unspecified date and time the device was programmed to deliver an unspecified medication and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the customer contact reported sparks were noted when the male end of the ac power cord plug was unplugged. Though requested, no additional information was provided.